Event description:
Patient admitted to hospital for laparoscopic cholecystectomy which converted to open cholecystectomy. During surgical procedure the "no output alarm" of the datex ohmeda desflurane vaporizer came on. The anesthesiologist noted the alarm and switched to a different anesthetic agent. The anesthesia technician was notified of the event. At the end of the case the vaporizer was removed and replaced. The vaporizer was red tagged and sequestered. The patient did not encounter any adverse outcome from the incident.